Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00042 since there is more than 1 device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a 67-years-old (at the time of initial report) asian male patient of han nationality. Medical history included hypertension. Historical drug included captopril use for one or two years, developed a severe cough and combined unspecified oral hypoglycemic drug lead to vomit. Concomitant medications included acarbose for treatment of diabetes mellitus, two unspecified medications used for treatment of diabetes mellitus, metformin and dapagliflozin, both for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 300u/3ml) from a cartridge, via a reusable pen (humapen luxura, champagne) and humapen ergo ii, at dose of 06 units in morning, 06 units in night, subcutaneously, followed by 8 units in morning and 10 units in evening, for treatment of diabetes mellitus, beginning on an unknown date in 2014. On an unknown date, his dose adjusted gradually to 15 units in morning and 16 units in night. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, he always had the situations of high blood glucose (values, units and reference range were not provided) and had the hospitalization for regulating blood glucose) nearly every year. His eyes were not very good, he experienced retinal (fundus) hemorrhage and underwent surgery, when the blood glucose fluctuations were relatively large, when he could not control it well, he would be hospitalized almost every year. Event fundal hemorrhage was considered as serious by the company due to its medical significant reason. On an unknown date, his eyes had presbyopia and on an unknown date it became severe. On an unknown date in (B)(6) 2022, the injection screw of a humapen could not move (pc number:(B)(4) and lot number: 1210b02 and (B)(4), lot number unknown), but the injection button could be depressed. He was suggested to prime the humapen via phone, the priming was successful. Further information regarding hospitalization, discharge date, corrective treatment and outcome of events was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapens was unknown and his/her training status was not provided. The humapens general model duration of use and the suspect humapens duration of use was not provided however it was started on an unknown date in 2014. Action taken with the suspect humapens was not provided and their return was not expected s the initial reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provide relatedness assessment of the events with suspect humapen luxura champagne device and humapen ergo ii. Edit 09-jun-2022: upon review of the information received on 30-may-2022, updated suspect device from humapen luxura unknown body type to humapen luxura champagne. Updated narrative and line listing comment accordingly. No other changes were made to the case. Edit 09jun2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 20jun2022: additional information received on 16jun2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura champagne device associated with (B)(4), lot 1210b02. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Device malfunction was updated from unknown to no. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 06-jun-2025: additional information was received from initial reporting consumer on 03-jun-2025. Added two dosage regimens with different dosage and batch number, two concomitant medications and one serious event of fundal hemorrhage. Updated the case with new information. Update 10-jun-2025: additional information was received from initial reporting consumer on 03-jun-2025. Added one suspect device of humapen ergo ii. Updated the case with new information. Edit 25jun2025: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 23jul2025 (date processing the case) in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2022-00042 since there is more than 1 device implicated. Evaluation summary: a consumer reported a male patient had a humapen ergo ii that "became unresponsive, clarified as the injection button could not move the liquid, and it did not move smoothly". Patient experienced "situations of high blood glucose (values, units and reference range were not provided) and had the hospitalization for regulating blood glucose". Troubleshooting was performed with guidance from a trained professional and the device was primed successfully. No further information is available regarding any additional troubleshooting. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a 67-years-old (at the time of initial report) asian male patient of han nationality. Medical history included hypertension. Historical drug included captopril use for one or two years, developed a severe cough and combined unspecified oral hypoglycemic drug lead to vomit. Concomitant medications included acarbose for treatment of diabetes mellitus, two unspecified medications used for treatment of diabetes mellitus, metformin and dapagliflozin, both for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 300u/3ml) from a cartridge, via a reusable pen (humapen luxura, champagne) and humapen ergo ii, at dose of 06 units in morning, 06 units in night, subcutaneously, followed by 8 units in morning and 10 units in evening, for treatment of diabetes mellitus, beginning on an unknown date in 2014. On an unknown date, his dose adjusted gradually to 15 units in morning and 16 units in night. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, he always had the situations of high blood glucose (values, units and reference range were not provided) and had the hospitalization for regulating blood glucose) nearly every year. His eyes were not very good, he experienced retinal (fundus) hemorrhage and underwent surgery, when the blood glucose fluctuations were relatively large, when he could not control it well, he would be hospitalized almost every year. Event fundal hemorrhage was considered as serious by the company due to its medical significant reason. On an unknown date, his eyes had presbyopia and on an unknown date it became severe. On an unknown date on (B)(6) 2022, the injection screw of a humapen could not move (pc number: (B)(6) and lot number: 1210b02). On an unknown date on (B)(6) 2025 with a conflicting date on (B)(6) 2025 provided, the humapen ergo ii became unresponsive, clarified as the injection button could not move the liquid, and it did not move smoothly. It was noted when the injection pen was used with an insulin cartridge, the medicine liquid could not be dispensed when about one-third of the cartridge was left (B)(6), lot number: unknown), (B)(6), batch: 202401011), but the injection button could be depressed. He was suggested to prime the humapen via phone, the priming was successful. Further information regarding hospitalization, discharge date, corrective treatment and outcome of events was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapens was unknown and his/her training status was not provided. The humapens general model duration of use and the suspect humapens duration of use was not provided however it was started on an unknown date in 2013 or 2014 (considered improper use for length of use). Action taken with the suspect humapens was not provided and their return was not expected. The initial reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provide relatedness assessment of the events with suspect humapen luxura champagne device and humapen ergo ii. Edit 09-jun-2022: upon review of the information received on 30-may-2022, updated suspect device from humapen luxura unknown body type to humapen luxura champagne. Updated narrative and line listing comment accordingly. No other changes were made to the case. Edit 09jun2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 20jun2022: additional information received on 16jun2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura champagne device associated with (B)(6), lot: 1210b02. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Device malfunction was updated from unknown to no. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 06-jun-2025: additional information was received from initial reporting consumer on 03-jun-2025. Added two dosage regimens with different dosage and batch number, two concomitant medications and one serious event of fundal hemorrhage. Updated the case with new information. Update 10-jun-2025: additional information was received from initial reporting consumer on 03-jun-2025. Added one suspect device of humapen ergo ii. Updated the case with new information. Edit 25jun2025: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 08-jul-2025: upon catool reconciliation, pc was processed and pc number added in third paragraph of narrative. No other changes were made to the case. Update 23-jul-2025: additional information received on 22-jul-2025 and 23-jul-2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from yes to no and device return status to no. Reiterated malfunction as unknown. Upon internal review, due to a system issue, an action was generated for an imdrf status change and status change to no. Corresponding fields and narrative updated accordingly.